Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result on a single pt sample that was generated by the access 2 instrument. A pt sample was tested for tbhcg and a result of 0.20miu/ml was obtained. The result was not reported out of the lab. The customer tested the original sample on a different instrument in their lab for tbhcg and the result was 800.72miu/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment associated with this event.

Manufacturer narrative:
Qc level I and ii were within specifications on the date of the event. Qc level iii obtained a no value in 2007. System check performed five days prior, was within specifications. The customer did not question any other results at this time. A field service engineer (fse) was dispatched to the customer's lab six days later: the fse inspected the instrument and discovered bent pipettor tip that was not entering the wash tower properly. The fse replaced the pipettor and performed all alignments. The fse also replaced damaged wash tower collar. The fse conducted diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. In a follow up the follwoing monththe customer stated that they have not had any additional events since service and everything is running within specifications. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.